Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the food is getting stuck/clogged. After follow up request for more information the customer states it was determined by the nurse and the product manager that the formula being used by the patient, nourish, was too thick and getting stuck.